Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 43 mg/dl at the time of incident. Customer treated their high blood glucose with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature of insulin pump was active. Customer did not alleging that the insulin pump was over delivering. Customer stated that the insulin pump was exposed to mammogram. The insulin pump will not be returned for analysis.